Event description:
It was reported that the customer's usb cable became damaged, and the customer experienced difficulty charging the pump with the usb cable. A replacement cable was sent to the customer to address the issue. There was no adverse effect to customer's blood glucose level.

Manufacturer narrative:
Device not returned.